Event description:
The report states that during surgery, the plastic insulation on the handpiece broke. As a result there was poor vessel sealing. The operator used another handpiece to finish the procedure.